Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that resistance was observed upon delivering the stent sfr4-4-20-10 during the procedure. The resistance occurred in the middle section of the catheter, and it was noted that the vessel was not tortuous. The device and accessory devices, including a phenom 21 microcatheter, were prepared as indicated in the instructions for use.

Event description:
Additional information received reported that another product was used to resolve the resistance. The cause of the resistance was not determined. The resistance was in the middle of the cahteter. Continuous saline flush was administed and maintained as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr4-4-20-10 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The reported phenom 21 catheter was not returned with the stent. Damaged location details: the solitaire fr4-4-20-10 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damages were noted. The stent¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker, and the marker coil appeared in good condition. No bend was found on the pushwire, and no other anomalies were found. Testing/analysis: the solitaire fr4-4-20-10 stent was tested for resistance using an in-house phenom 21 with an inner diameter (ID) of 0.021 inches without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint could not be confirmed, as no issues were encountered while testing the returned solitaire fr4-4-20-10 stent, and no damages were noted on the device. However, the root cause of the resistance failure could not be determined. Possible causes of resistance could include vessel tortuosity, an incompatible or damaged catheter, and a lack of continuous flush with heparinized saline during the procedure. In this event, the customer stated that the vessel was not tortuous, and the phenom 21 catheter was compatible with the solitaire stent as it had a labeled inner diameter (ID) of 0.021 inches, ruling out vessel tortuosity and an incompatible catheter as potential causes. The customer also indicated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during the procedure as a possible cause. Thus, a damaged catheter and a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance issue. Since the reported phenom 21 catheter was not returned, any contributing factors to the resistance issue could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.